Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the front cover was cracked. The cracked cover is unrelated to the reported complaint of the platform displaying user advisory 41. A review of the platform archive log showed user advisory (ua) 11 (max patient temperature exceeded) and ua 41 (patient temperature sensor failure) on the reported date of event, thus confirming the reported complaint. The platform was functional tested and the autopulse exhibited no user advisory messages. Further investigation indicated that the temperature sensor is functioning properly. A run in test with the 95% patient test fixture with good known batteries was performed for couple hours and the platform did not exhibit any faults or errors. In summary, the customer's reported complaint of autopulse displaying ua 41 was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Therefore, the exact root cause for the user advisories could not be determined.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/23/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed the autopulse is used as an adjunct to manual CPR in cases of clinical interruptions prescribed in the aha guidelines. Changing from autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. Therefore, the transition from autopusle to manual CPR presents the same workflow as manual CPR. The interruption is not likely to cause or contribute to a patient death or serious injury. The cause of patients' death was likely cardiac arrest. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). Evaluation not complete.

Event description:
On (B)(6) 2016, the ems responded to a call on a patient with a slow heart rate. The patient was residing at an extended care facility when the event occurred. The event was witnessed by nursing personnel who began manual CPR. It was noted that the patient had been unresponsive for less than one minute before manual CPR was initiated. The emt arrived on scene and prepared the autopulse platform for use. There was less than one minute of down time when switching from manual CPR to autopulse compressions. The autopulse began performing compressions without issue. Compressions with the autopulse was paused to intubate the patient after which time (approximately one minute) the autopulse would not restart and displayed user advisory (ua) 41 (patient temperature sensor failure). To troubleshoot the issue the emt crew removed and reinserted the same battery, however the autopulse displayed the ua 41 again. The battery was replaced with another battery and compressions were restarted without issue. The patient never achieved rosc (return of spontaneous circulation). The patient expired at the facility. The cause of death is suspected to be due to cardiac issues and not related to the autopulse.